Event description:
Frequent nuisance alarms during emend infusion. Nurses follow the instructions for use but continue to experience frustration with alarms. Contributing to distractions and alarm fatigue, increased infusion times.